Event description:
The customer stated that falsely elevated architect intact pth results were generated for seven patients. The customer considers the results to be falsely elevated because the samples tested lower at another laboratory using the roche cobas method. The customer stated that roche values were half the architect values and that the roche values matched the clinical history of the patients. This emdr is for patient 6 of 7 ((B)(6)). Architect values were 97.7 and 100.5 pg/ml. Roche cobas value was half (exact value not provided). No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
This report is being filed on an international product, list number 08k25-20, that has a similar product distributed in the us, list number 08k25-27. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 01512k000. The testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. A product deficiency was not identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.